Event description:
The customer reported that the system went down in the middle of a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply voltage was adjusted. The system was then found to be operating as intended.